Event description:
During a follow up call the customer stated that they were hospitalized for 6-7 weeks due to a diabetic ulcer on the customer's foot. The customer stated that there were 2 no delivery alarms on the insulin pump. The customer stated that they were using the sensor for 2-3 months, but they don't need it and stopped using it. They don't want to go back to using it. The customer was offered troubleshooting, but they stated that they did not have time and they would call back when they did have time. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.